Event description:
Consumer called to report her meter is not reading accurately. Hat it tested against a lab reading. Analysis run on clark error grid using lab reading (240) as ref. Point vs. Bd readings of (62) yielded data points in the e zone of the grid, outside of acceptable limits.